Manufacturer narrative:
Facility name: (B)(6) medical university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The expected infusion time was 48 hours; however, after approximately 73 hours the device still had solution remaining in the device. The device was discontinued. The device had been filled with 4g fluorouracil diluted with 240 ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured from march 3, 2018 - march 5, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.